Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was confirmed from the DHR review. Review of the DHR found that this device was last repaired on (B)(6) 2016. The device was visual outer appearance was ok; some corrosion was noted on the housing. The cause of the failed testing was attributed to pitting on the shaft face and debris found inside. The seals and flex circuit were replaced. The hand piece inside was cleaned and lubricated. The device underwent functional testing after repair. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It has been indicated that the product will returned to zimmer biomet for investigation. The product has not yet been received; however, an investigation has been initiated. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during the surgery, the shaver stopped working and could not be restarted. There were not patient consequences reported as a result of the event.